Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: aiming arm was received without visible signs of damage. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. In addition, an error in the production can be excluded because the item is in use since 2008. During the investigation, a functional test was performed by production staff. A malfunction could not be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm malfunctioned during surgery on (B)(6) 2014. The surgeon was performing a hindfoot arthrodesis nailing procedure when the aiming arm would not line up with the most proximal locking screw hole after having lined up without issue on all other locking holes. No further information was provided. This is report 1 of 1 for (B)(4).